Event description:
Additional information was received and states that : the customer received a case (20 boxes) of cement (545050501) determined to be defective. I have spoken to the rep assigned to this case, (B)(6). He stated ¿the cement would not set properly during surgery. The surgeon went through 10 boxes with the same result each time.¿

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: g4: dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was an issue with the product on (B)(6) 2024, where it was not mixing properly which affected the whole case. They had another box with the same lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that there was an issue with the product on (B)(6) 2024, where it was not mixing properly which affected the whole case. They want credit for the whole box. They had another box with the same lot. They appreciate a call back anytime in the morning after 8¿0 clock. The products were returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned samples found that the products were within the packages and still unopened, no sign of damage was found on the outer package. A manufacturing record evaluation was performed for the finished device product description: smartset gmv 40g us eo product code: 545050501 lot number: 4308680 and no non-conformances or manufacturing irregularities were identified. Two samples from same box returned by the customer and a retained sample test retained by the manufacturer were tested in a temperature and humidity-controlled laboratory. The cement mixed and behaved as expected for the product type and met the appropriate control specification. The overall complaint was not confirmed as the observed condition of the smartset ghv gentamicin 40g would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: smartset gmv 40g us eo product code: 545050501 lot number: 4308680 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: smartset gmv 40g us eo product code: 545050501 lot number: 4308680 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.